Manufacturer narrative:
The facility canceled the request service. The facility received a replacement foot switch and completed the installation and functional check. No samples were returned for evaluation. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B)(4).

Event description:
Adverse event(s): "no information" (no information). Product problem(s): "system shut down" (operating system becomes non-functional). The customer reported the system shut down on its own. Additional information was requested on the event and patient status. The patient impact is unk.